Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 6/8/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 6/1/2020 stating that "an administration set model ax-80071-df lot 18036934 set was leaking at the filter." A patient was involved, but was not harmed or injured. The device operator was a registered nurse. Medication infused gammagard. The distributor representative later made a correction that the model number is a2-80071-df. The contract manufacturer of the affected device is becton, dickinson and company.

Event description:
This is a follow-up for the initially filed MDR.

Manufacturer narrative:
On 07/20/2020, the distributor informed zyno medical that the end user had discarded the affected administration set. No administration set will be returned for investigation. Scar ((B)(4)) was issued to the contract manufacturer regarding the filter leaking issue on 06/12/2020. Currently, zyno medical is waiting for the investigation results of the scar.

Manufacturer narrative:
The contract manufacturer provided response to scar 2020-001 on (B)(6) 2020. The scar form was reviewed and accepted by zyno on (B)(6) 2020. The filter supplier performed a DHR review of affected lots and found no nonconformance associated with these lots internally. With no samples available, investigation cannot be completed. Therefore, no specific root cause can be determined. As part of the continuous improvements, actions to reduce/eliminate leak failure have been implemented by the filter supplier from (B)(6) 2019 to (B)(6) 2020.

Event description:
This is the second follow-up for the initially filed MDR (3006575795-2020-00006).